Event description:
The customer reported that there was a problem with the image quality on the system. The iris was poorly aligned. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep aligned and adjusted the iris. The system operates as intended.